Event description:
During a laparoscopic appendectomy, stapler was fired and it was noted that staple line was not complete and intact. Staples were evident on proximal and distal ends, but center was incomplete. Second stapler was necessary to complete the staple line. This report faxed to MFR.